Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the past week (200s mg/dl). Customer treated elevated bgs by administering a bolus using the pump. Customer's contact stated that the customer is working with their healthcare provider to alter pump settings.